Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the right soft key on the keypad was found to be working intermittently. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the faulty keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump button on the upper right hand corner was not working on the keypad during testing at the biomedical service department. There was no patient involvement. No additional information is available.